Event description:
It was reported to philips that the customer requested a replacement capacitor. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) no. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Answer yes, no, or unknown. If no or unknown, provide explanation including any gfe attempts.) No, there was no reported adverse event to a patient or user as a result of the issue.

Manufacturer narrative:
It was reported to philips that the customer requested a replacement capacitor. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) no. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Answer yes, no, or unknown. If no or unknown, provide explanation including any gfe attempts.) No, there was no reported adverse event to a patient or user as a result of the issue.